Manufacturer narrative:
Date rec'd by MFR: 07jun2019. Date of report: 10jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 29mar2019. A third party technician replaced the touchscreen and returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.